Event description:
Patient stated that his surgery took place approximately on (B)(6)1998. About a year after his surgery patient began experiencing pain from his right hip down to his femur. Patient has had nuclear scans which have shown increased brightness in his hip area and he attributes this to his arthritis. He has been on pain medications but patient states that the pain has progressively increased and surgeons have suggested revision surgery.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as a stryker titanium hip replacement - right. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Manufacturer narrative:
An event regarding pain involving an unknown hip system was reported. The event was not confirmed. The device was not returned for evaluation. A device history review and complaint history review could not be completed as the device was not properly identified. The event could not be confirmed nor the root cause determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient stated that his surgery took place approximately on (B)(6) 1998. About a year after his surgery patient began experiencing pain from his right hip down to his femur. Patient has had nuclear scans which have shown increased brightness in his hip area and he attributes this to his arthritis. He has been on pain medications but patient states that the pain has progressively increased and surgeons have suggested revision surgery.